Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with ovation ix devices in 2017. During a recent follow up CT, the physician noted that the ring was low and there is an endoleak type ia. Physician plans to re-intervene, but in the mean time, the patient continues to be monitored.

Manufacturer narrative:
Based on the provided procedure planning clinical assessment was able to determine that the patient had off label neck conditions. However, an evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.